Event description:
During the implant procedure, the physician noticed that it was really hard to locate the lead. The physician inserted it inside the epidural space and tried to relocate it to reach the correct level. However, the lead could not go up anymore so he tried to push it up, rolling it from the proximal end, which was outside the patient body. The physician removed the lead from the needle and re-inserted it. The physician also removed the guide wire (without removing the lead from the tuohy needle). When he tried to reinsert the guide wire into the lead, he was not able to push the guide wire tip to the lead tip (15 cm of guide wire remained outside the body of the lead). The physician removed the lead and noticed that the last 15/20 cm of the lead conductors were twirled inside the insulation. He replaced the lead. Impedance measurements were good.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Analysis of the lead model # 3877-45, lot # 0205199190 found the stim lead body stylet coil was perforated by the stylet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.